Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-18214. It was reported that the patient had high impedances on both leads after a fall. As a result, the patient underwent surgical intervention during which both leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient was experiencing ineffective therapy prior to replacement. Effective therapy was established post-operatively.